Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. In addition, the lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
The following information was obtained through an article published on journal of cardiothoracic and vascular anesthesia 2023, accuracy of cardiac output measured by fourth generation flotrac and lidcorapid, and their characteristics regarding systemic vascular resistance in patients undergoing cardiac surgery. The objective was to evaluate the accuracy and characteristics of the systemic vascular resistance index of the cardiac index measured by 2 less invasive devices, fourth generation flotrac and lidcorapid, compared with the intermittent thermodilution technique, using a pulmonary artery catheter. This was a prospective observational study and was conducted at a single university hospital. Twenty nine adult patients undergoing elective cardiac surgery participated in the study. An elective cardiac surgery was used as an intervention. Hemodynamic parameters, cift, cilr, and cito, were measured after the induction of general anesthesia, at the start of cardiopulmonary bypass, after completion of weaning from cardiopulmonary bypass, 30 minutes after weaning, and at sternal closure. A total of 135 measurements were collected. The cift and cilr had moderate correlations with cirn. Compared with cirn, cift, and cilr had a bias of neg. 0.73 and neg. 0.61 l over min over m2 , limit of agreement of neg. 2.14 to 0.68 l over min over m2 and neg. 2.42 to 1.2 l over min over m2, and percentage error of 39.9 percent and 51.2 percent, respectively. Subgroup analysis for evaluating svri characteristics showed that the percentage errors of cift and cilr were 33.9 percent and 54.5 percent in low svri, 37.6 percent and 47.9 percent in moderate svri, 49.3 percent and 50.6 percent in high svri respectively. It was concluded that the accuracy of cift or cilr was not clinically acceptable for cardiac surgery. Fourth generation flotrac was unreliable in high svri. Lidcorapid was inaccurate across a broad range of svri, and minimally affected by svri.